Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found.subject device has been received and is currently in the evaluation process.

Event description:
During a foot plate revision procedure, as the surgeon was using this screwdriver, 2 of the 4 prongs of the tip broke off. The surgeon retrieved all broken pieces and completed the surgery. No adverse effect to the patient was noted.

Manufacturer narrative:
Information from received questionnaire. A visual evaluation of the returned device revealed that two of the four drive tangs that should be located on the end of the shaft are broken off and were not returned. A destructive test was requested to obtain an alternative vickers hardness test at synthes materials testing lab. The vickers test was performed and three readings were obtained. The vickers values were then converted to the rockwell scale. The converted readings were 56, 56 and 57 hrc. These are outside of the 50-55 hrc specification limits for 440a. When the product was manufactured over twelve years ago the hardness readings were found to be 52hrc and within specification limits. Correction (B)(6). Information from received questionnaire.

Manufacturer narrative:
Date of event not previously reported, device is an instrument and therefore was not explanted. Product development reviewed the event and concluded the cannulated screwdriver is designed to insert 3.0mm cannulated screws over a 1.1mm guide wire. The design adequately addresses the clinical need and torque requirements for inserting the screws. Removing an implanted screw typically requires greater torque than the insertion torque due to bone ingrowth. The design risk assessment adequately addresses the complaint event. The implants were confirmed as a competitor product.